Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed inaccurate fill estimates of 105 units and remained static. Reportedly, the cartridges were filled with 300 units of insulin. Additionally, the customer reported that once the true volume inside the cartridge reached the static value, the insulin gauge began to decrease as expected. Blood glucose level ranged from 147-175 (mg/dl). Reportedly, the customer loaded a new cartridge to address the issue.